Manufacturer narrative:
Corrected information: further information was received indicating the event was reported for incorrect serial number and the correct one is reported in manufacturer reference number 2938836-2020-07840.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited several non-sustained right ventricular oversensing episodes due to myopotential oversensing via merlin.net transmission. Programming change was made. The patient was stable before, during and after the event.